Manufacturer narrative:
D10 concomitant medical products: smsbtovlx sm pro smsbtovlx access dissector system (lot#p3m0745). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, at the beginning of the procedure, when the device was inserted into the incision below the button and was advanced into the abdominal wall, the two balloons did not inflate with hand-held balloon or syringe. Another device was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: smsbtovlx, sm pro smsbtovlx access dissector system, (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the two balloons did not inflate. No patient injury.